Event description:
It was reported that the handpiece continued to run on its own even in safe mode. It is not known if the event occurred in a surgical procedure or during testing prior to the start of a case. There have been no reported adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, and the reported condition of the device running on its own was confirmed. Based on the investigation details, the likely cause was problems with blade whip in the sag head and an intermittent motor. Those parts were replaced along with other components service repaired and returned the saw to the customer.